Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 415 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed no delivery while trying to deliver a bolus then followed by a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer stated that the insulin pump alarmed no delivery after 5.0 units of manual prime has been delivered. Customer also reported to have experienced a high blood glucose of 415 mg/dl and treated with insulin pump. No high blood glucose troubleshooting was performed due to insulin pump will be replaced for the motor error issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.